Manufacturer narrative:
Batch number updated in d tab investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 103 sealed 22ga x 1.00in. Insyte autoguard bc units from lot number 4051140. A sampling of 20 units were selected for leak testing where no leaks were discovered. A visual inspection did not discover any damage that may cause leakage. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
D. The lot number 40511140 provided cannot be verified in association with the reported material number. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked at the hub. The following information was provided by the initial reporter: cust mary earle reports they had 4 catheters leak. (B)(6). Where was the leakage? At the hub of the catheter. Date of event: 7/1/2024. Can you please explain briefly product damage. Could not see the damage. The normal saline fluid was just leaking out.